Manufacturer narrative:
(B)(4). Batch # u93204. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. As the device was returned empty, no test firing of the clips could be performed to determine if any there were any clip malformation issues. The instrument is designed to lock out after all the clips have been fired. Therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The event described could not be confirmed as the device was returned empty.

Event description:
It was reported that during an unknown procedure, the clip was malformed (clip gap). It is unknown how the procedure was completed. There were no patient consequences.